Event description:
The posterior foot was broken and not returned with the device. Reportedly, the physician attempted to deploy the device but "the device failed to deploy sutures." The device was removed and a second proglide device was inserted. Once again, the physician attempted to deploy the device but it also "failed to deploy sutures." It is unknown how hemostasis was achieved. Reportedly, there were no adverse events associated with this incident. Although requested, no additional patient info was provided.